Event description:
A report was received that the patient had pain at the pocket site while being confined in the hospital after the implant. It was believed that an infection developed within 24 hours after the surgery. The patient was given intravenous vancomycin antibiotic and was discharged from the hospital. The infection had been resolved. The patient will undergo a pocket revision due to the pocket pain. The physician believes the ipg is too shallow and has been causing pain upon charging.

Event description:
A report was received that the patient had pain at the pocket site while being confined in the hospital after the implant. It was believed that an infection developed within 24 hours after the surgery. The patient was given intravenous vancomycin antibiotic and was discharged from the hospital. The infection had been resolved. The patient will undergo a pocket revision due to the pocket pain. The physician believes the ipg is too shallow and has been causing pain upon charging.

Manufacturer narrative:
Additional information was received that the patient underwent pocket revision wherein the ipg was moved and extensions were added away from the site. The patient was reportedly doing well following the procedure. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.